Manufacturer narrative:
(B)(6)

Event description:
Etiology of acute cva was likely 2/2 device thrombus. Patient was started on heparin gtt once cleared by neurology. Patient was brought by ems after being unresponsive and intubated. He arrived hypotensive and unresponsive on no sedation what so ever. He underwent central line and arterial line placement after IV fluid resuscitation via interosseous IV placed by ems. He was febrile with profuse diarrhea leukocytosis, and acute renal failure. He was found to have an elevated ldh of 1900 which is new, and some pinkish discoloration to his urine. He has had a CT of his head and it shows new foci concerning for embolic stroke. Patient is intubated and not overbreathing the ventilator which is concerning. Team suspect he is having a complication from his device (pump thrombosis); and has embolized clot fragments to his brain and possibly his kidneys. Interestingly his device interrogation shows no power surges. Additionally he has an elevated wbc count and fever.